Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2022 the patient was admitted for an arrhythmia that caused their implantable cardioverter defibrillator (ICD) to fire. The patient reported they were lying in bed when the ICD shocked them. The patient was not feeling well at the time of the event and their potassium was low. They were treated with intravenous potassium as well as an amiodarone bolus and infusion. This treatment had resolved the event. Upon ICD interrogation, it was found that the patient had experienced ventricular tachycardia/ventricular fibrillation. It was also noted that the patient developed arrhythmias 2 years after their left ventricular assist device (lvad) was implanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported cardiac arrhythmia and (B)(6) cannot be conclusively determined through this evaluation. Elevations in pump power/estimated flow were confirmed via the submitted log file data; however, a specific cause for the change in pump parameters cannot be conclusively determined. The submitted log files contained overlapping data spanning from on (B)(6) 2022 at 05:12:35 to on (B)(6) 2022 at 17:22:32, per the timestamp. Transient elevations in pump power/estimated flow were recorded on (B)(6) 2022. The account communicated that the patient was admitted from on (B)(6) 2022 after experiencing multiple implantable cardioverter-defibrillator (ICD) shocks due to ventricular tachycardia/fibrillation while in bed. The patient was not feeling well at the time of the ICD shocks and had low potassium levels. Upon admission, the patient was administered intravenous potassium and an amiodarone bolus/infusion. The arrhythmia resolved and the patient was discharged home on (B)(6) 2022. The patient remains ongoing on (B)(6) and will follow up with the center in an outpatient setting. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of this document addresses pump speed, power, flow, and pulsatility index. This section explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Section 4 states that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information has been provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file evaluation found a single power/flow elevation on (B)(6) 2022.